Event description:
The lay user/patient contacted lifescan (lfs) affiliate in 2007 and alleged that he had a test strip port issue with his one touch ultrasmart meter. The patient reported that the test strip port issue started 19 days before. He was not able to power on the meter by inserting the test strip (it did turn on with the power button). He felt like there was something stuck in the meter port and that the strips were not working correctly in the meter. He tests his blood glucose 8-9 times/day and takes oral diabetes medication (1.5 mg diamicron once at 7:00 am and once between 5:30-6:00 pm). Therefore, the pt had not been able to test his blood glucose since then. A week later, the pt took his set amount of oral medication (diamicron) at 7:00 am. At 9:00 am, he had his breakfast (prunes with manderine slices, 1 poached egg on a slice of white toast, and a cup of tea with 1 sweetener). At 10:55 am, he attempted to test on the meter (normally tests at this time-2 hours after his breakfast). However, he was not able to power on the meter by inserting a test strip. At 11:05 am, he started experiencing symptoms of dizziness and feeling weak in the knees (symptoms he usually feels when his blood glucose is low). He went to the pharmacy immediately to purchase a new meter. He did not take any actions prior to going to the pharmacy. At the pharmacy, he was not fully aware of what was happening and therefore, paramedics were called. The pt's blood glucose result of the paramedics' meter was 2.2 mmol/l (40 mg/dl) and glucose gel was applied to the pt's gums. About 5-10 minutes later, he felt better and a retest on the paramedics' meter was 7.7 mmol/l. The pt reported that he normally carries a glucose drink with him to self-treat when he was these symptoms, however, on this day, he did not take administer any self-care. At the time of troubleshooting, it was verified that this was not a new product. The condition of the test strips was good and there was not meter trauma. However, the test strip port issue was not resolved with troubleshooting. This complaint is reported because the pt alleges he was not able to test on the meter for several days due to the meter issue and later required treatment with oral glucose by the paramedics for hypoglycemia. The alleged meter issue was not resolved with troubleshooting. A replacement meter was sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.